Manufacturer narrative:
Voluntary medwatch report received: mw5157687.

Event description:
Voluntary medwatch received states that the patient presented with under-sensing on the right atrial lead. No intervention was reported. There were no patient consequences.